Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for c. Diff. Bd service and quality analysis of customer run files revealed evidence of environmental contamination. Customer was advised to perform deep cleaning and run environmental monitoring (em). Follow up with the customer confirms that the cleaning was successful and ems were all negative for contamination following the cleaning. This complaint is unconfirmed as no instrument component failure was identified. Return sample analysis consisted of review of the customer instrument database including run data. This review indicated environmental contamination. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and one additional case was observed on 17jan2025 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 5 of 6: it was reported that during use of the bd max¿ system, bd max¿ instrument, a patient specimen was tested for clostridium difficile nine times. Results were negative 8 times and positive for clostridium difficile once. Specimen was also run on biofire and was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 5 of 6: it was reported that during use of the bd max¿ system, bd max¿ instrument, a patient specimen tested false positive for clostridium difficile. Specimen test was repeated and was negative. Specimen was also run on biofire and was negative. There was no report of patient impact.